Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion. No intervention was performed. The patient was stable throughout the event.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
Correction: this supplemental report is to correct the previous report to include battery performance alert and unable to interrogate. Additional info: this supplemental report is to include additional information received. Correction: this supplemental report is to correct the previous report to include battery problem and failure to interrogate. Correction: this supplemental report is to correct the previous report to include recall and recall number.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The patient presented in clinic for follow up. The implantable cardioverter defibrillator could not be interrogated. Premature battery depletion was suspected. No intervention was performed. The patient was stable throughout the event. New information received on 11/15/2018 indicated that the patient was brought back to clinic on (B)(6) 2018. An echocardiogram was performed for an unrelated reason. No intervention was performed.

Event description:
New information received on 12/14/18 indicated that the patient presented for device explant procedure. The device was explanted and was upgraded. The patient tolerated the procedure well and was stable post procedure.